Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an inguinal hernia procedure, a piece of the balloon broke off into the patient and was retrieved. No device fragment was left in the patient. The patient age, weight, gender, race, ethnicity, or patient identifier are unknown. The UDI number of the device is unknown. The clinical device is available and will be returned for evaluation.